Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and performance decrement, resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.